Event description:
Customer states: during use the unit, it smelled burning. Stopped using. After that, our sales rep tried to check the unit, but could not turn it on. No patient harm reported.

Manufacturer narrative:
The warmtouch 5200 and 5300 patient warmer have been discontinued, and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.